Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced ineffective stimulation, x-rays indicated the l5 lead had fractured, and the s1 lead had migrated. As a result, surgical intervention was undertaken on 04jun2025 wherein the l5 lead was replaced, and the s1 lead was partially explanted and replaced to address the issue.